Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and high impedance were observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.